Event description:
It was reported that customer experienced cgm error during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset procedures, and after reset error did not recur, allowing customer to successfully start sensor session.